Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, the cadiere forceps (cf) instrument was not recognized by the sterile interface module (sim). The surgeon attempted to use the cadière instrument to retain tissue while releasing the colon next to the spleen. Multiple attempts were made to connect and disconnect the cf to the sim, with each attempt resulting in a error message stating "no instrument indication." The issue was resolved by replacing the cf with another one, which was recognized and functioned correctly. There was no patient injury.